Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery on a patient with sclerotic bones, the surgeon failed to use bone scissors, making it difficult to insert and position the plate and resulting in a broken cage. The plate and cage were removed and replaced, this time using bone scissors, and there was no patient harm or procedural impact. This is report one of two for this event.